Event description:
It was reported high impedances were observed during a permanent implant procedure. The lead was removed and replaced with a new one. The procedure was extended approximately 10 minutes. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.